Manufacturer narrative:
(B)(4).

Event description:
The pump was refilled on (B)(6) 2011. During the refill, the actual residual volume was greater than the expected residual volume. Specific volume amounts were unclear. Multiple motor stalls/motor stall recoveries were recorded in the event logs. Pt symptoms were not reported. The pump contained lioresal 500 mcg/ml concentration. Add'l info has been requested, but was not available as of the date of this report.